Event description:
It was reported the patient returned to clinic with dizzy spells. Elevated ventricular chronic lead impedance noted for last 3 years. Also, lead monitor is on for ventricular lead, but no warning displayed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient returned to clinic with dizzy spells. Elevated ventricular chronic lead impedance noted for last 3 years. Also, lead monitor is on for ventricular lead, but no warning displayed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis found a lifted output bond wire at the connector block. The root cause could not be determined.